Event description:
A vaxcel mini port was implanted for the infusion of therapeutic medication approx thirteen months ago. On a separate occasion, the line of the port broke inside of the pt. It was later removed surgically.